Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose value was 44 mg/dl and other blood glucose level was 200 mg/dl to 250 mg/dl. The customer declined with troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose and eating and drinking juice for low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was received insulin flow block alarm. Customer reported that they did not allege insulin pump was over delivering. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer stated that programming was accurate. The device will not be returned for analysis.